Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating. The customer's blood glucose level had no impact. No additional product or event information was available due to customer declining troubleshooting.